Event description:
Pt was implanted with cancellous bone screw (217.100) on (B)(6) 2012 for an olecranon osteotomy for a complex fracture from a skateboarding accident. The screw was implanted in the right proximal ulna. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. X-rays confirmed the cancellous bone screw backed out. Surgeon removed all hardware and pt was not revised with any add'l implant; pt healed.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.